Event description:
On (B)(6) 2011, the patient/lay-user's reporter contacted lifescan (lfs) alleging that the patient was experiencing an inaccurate erratic issue with his one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported that the alleged issue with the subject meter began on an unspecified day "within the last 3 months" prior to contacting lfs. She stated that the patient obtained glucose results of "597 and 292 mg/dl" on the subject meter, done less than 20 minute apart of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The reporter stated that he manages his diabetes with insulin (self adjuster) and due to the alleged issue the patient increased his dose of medication based on the alleged high result. She claimed "immediately" after the alleged issue started, the patient felt "shaky on the inside". In response to his symptom, the patient reportedly self treated with glucose gel/tab. The reporter also stated that the patient tested his glucose with another device and obtained a result between "30-50 mg/dl". During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter, an appropriate testing technique, correct unexpired test strips and an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient's reporter claims the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.